Event description:
It was reported that during an esophageal dilation procedure, deflation difficulty occurred. The cre 18-20mm 8cm f/g dilatation balloon, being used in the esophagus, would not deflate completely. The balloon was fully in the scope before it was removed. The balloon catheter had to be cut to remove it from the scope. The procedure had been completed with this device prior to the event. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.